Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion case. It was reported that intra-operatively, the surgeon was inaccurate in all directions by one centimeter. The surgeon chose to continue the case with the inaccuracy. The site reported that the frame was not bumped. There was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.